Event description:
It was reported that the user experienced hyperglycemia with the ilet displaying ¿high¿ glucose, occurring about three hours after a meal announcement, while using a cartridge-driven infusion set with adequate remaining insulin and no observed leaks or kinks; insulin delivery resumed after an assisted site change. Symptoms included elevated blood glucose level of 490 mg/dl. Outcomes included temporary interruption of therapy with resumption of insulin delivery after troubleshooting and education. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the high glucose was unclear. It was concluded that the event was related to hyperglycemia of undetermined cause with device function restored after site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.